Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, describing two to three low blood glucose events per day, predominantly overnight but also during the day, including a reported glucose of 44 mg/dl, and subsequently discontinued ilet and returned to multiple daily injections after consulting with a healthcare professional and diabetes educator. Symptoms included hypoglycemia. Outcomes included device discontinuation and initiation of an alternate therapy. Investigation included review of the complaint history and coordination with field clinical staff for return logistics. Investigation of this case revealed no device evaluation to date and no confirmed device malfunction, and thus the cause of hypoglycemia was undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.